Manufacturer narrative:
A2 - age at time of event: 18 years or older (mid-60's). Device evaluated by MFR: the device was returned for analysis. The returned device was received with the customer's 7fr introducer sheath. The customer's sheath was torn 5mm in a proximal direction from the tip of the sheath. It was unable to advance the device through a boston scientific 7fr sheath due to a balloon circumferential tear. A visual examination of the returned device confirmed that part of the balloon and all blades were not returned with the device. A complete balloon circumferential tear was identified located approximately 14mm distal of the proximal balloon sleeve. No issues were noted with the device's tip. A visual and tactile examination identified that the shaft of the device had been stretched and accordioned. This type of damage is consistent with excessive force being applied to the device. No other issues were noted with the returned device that could potentially have contributed to the complaint incident.

Event description:
It was reported that the balloon ruptured and was difficult to remove. Two 8.00mmx2.0cmx90cm peripheral cutting balloons were selected for use on the dialysis graft. During procedure, it was noted that the balloon ruptured at 3 atmospheres. The device was removed and another balloon was inserted into the patient. However, the second balloon also ruptured and the blades did not collapse fully and became stuck just outside the sheath when attempting to remove. A snare was used to grab the stuck balloon and aid in removal. The device was removed successfully and the procedure was prolonged due to this event. No complications were reported and no harm occurred to the patient.

Manufacturer narrative:
Age at time of event: 18 years or older (mid-60's).

Event description:
It was reported that the balloon ruptured and was difficult to remove. Two 8.00mmx2.0cmx90cm peripheral cutting balloons were selected for use on the dialysis graft. During procedure, it was noted that the balloon ruptured at 3 atmospheres. The device was removed and another balloon was inserted into the patient. However, the second balloon also ruptured and the blades did not collapse fully and became stuck just outside the sheath when attempting to remove. A snare was used to grab the stuck balloon and aid in removal. The device was removed successfully and the procedure was prolonged due to this event. No complications were reported and no harm occurred to the patient.